Event description:
It was reported that the patient experienced an infection at implant tooth site #21, with associated inflammation. Therefore, the implant was removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: patient weight unknown / not provided. E1: reporter last name unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. H3 other text : summary investigation.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: catalog number was updated from 'tsvtb8' to 'tsvb8', brand name was updated from 'imp,tsv,3.7,8,mtx,mg' to 'impl tapered scr-v sbm 3. 7mm 3.5mm 8mm', and PMA/510(k) number from 'k101977' to 'k061410 / k011028 / k013227'. The following sections are being reported: b4: date of this report was updated. D1: brand name was corrected. D4: catalog number was corrected. G3: date received by manufacturer was updated. G4: additional PMA/510(k) number included k011028 / k013227. G6: type of report was updated. H2: type of follow up was updated. H10: narrative/data was updated. H11: corrected data was updated.

Event description:
No additional information received at the time of this report.